Event description:
Pt presented to the cath lab for an elective coronary angiogram, femoral angiogram, and a possible angioplasty. A day later pt returned to cath lab for a coronary angioplasty with stent insertion to the left circumflex and right coronary artery, doctor attempted to stent across circumflex lesion, he was unable to advance the stent. The stent delivery system was withdrawn and the proximal end was frayed in one area.